Event description:
A report received from consumer stating that the consumer experienced blurred vision but no damage to contact lens occurred due to disinfection of cc. The consumer visited a doctor and was diagnosed with corneal epithelial abrasion. The consumer was prescribed with the eye drops moisture agent sodium hyaluronate 0.3%, antibacterial eye drop gatifloxacin and with ofloxacin eye-ointment. Frequency of gatifloxacin was 6 times per day and ofloxacin eye-ointment to be applied before bed. After two days, the consumer revisited the doctor and was diagnosed with that the corneal epithelial abrasion was alleviating but remained. During the second visit, the medication remained same but the frequency of gatifloxacin was reduced to 4 times per day. Upon follow up the consumer was diagnosed with corneal erosion. After the revisit the event corneal erosion was resolved, and consumer was asked to resume lens wear. The current status of the consumer¿s eye was symptoms has been resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of three reports for the same patient involving three lot numbers of the different product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4) and refer to the third report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.